Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. A repeat procedure was not performed and there was no harm to the patient. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure but showed the esophagus not to be normal. No lubrication was used to facilitate the placement of the capsule and the device will be returned for investigation. The last known patient status is stable.